Event description:
Dealer alleges calf pad or cane came loose and fell off causing customer's foot to get caught resulting in a fracture.

Event description:
Dealer alleges calf pad or cane came loose and fell off causing customer's foot to get caught resulting in a fracture.

Manufacturer narrative:
The device has not been made available for evaluation by pride. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
The device was evaluated and repaired by the provider and a pride sales representative. It came to the attention of the provider that the alleged incident occurred after the consumer's husband attempted to adjust the footrest himself. While doing so, a bolt was removed that was not installed back into the footrest causing the footrest to fall off while in use. (B)(4): provider evaluated and repaired.